Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and microscopic examination identified proximal stent damage. A number of strut rows were raised and misaligned. The hypotube was kinked along it's entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6), 2011 it was reported that during a treatment procedure, the 28 x 2.50mm taxus liberte (mr) stent system would not cross the lesion. However, returned device analysis revealed proximal stent damage. Additional information has been requested but is not available.